Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who received a deep brain stimulation de novo with sensight and percept rc experienced a loss of stimulation. Initially, postoperatively, the impedances were in the green range, and directional stimulation was applied to one pole, benefiting the patient. However, after weeks or months, the patient returned with a loss of stimulation and an out of range (oor) message on their hand-held device. Upon checking, the impedances of the poles used were in the orange range, preventing stimulation delivery at that level. An impedance test was conducted, and normal troubleshooting was performed without surgery. The stimulation was switched to another pole, and the patient is benefiting from the therapy again. The issue was resolved, and the device remains implanted and in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause of the issues were not yet known. The oor error triggered at when amplitude was increased and the impedance was in the orange range.

Event description:
Additional information was received: it was reported that it was a user error because the display amplitude was not correctly assessed and therefore the segmented programming was not set correctly. The patient received too much current, which triggered an orr message after a further increase. After that, the customer no longer wanted to discuss the cases and there was no further information available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.